Manufacturer narrative:
The product was not returned for evaluation. Hemorrhage is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bilateral pulmonary embolism using an indigo system lightning flash aspiration tubing (flash tubing), indigo system flash aspiration catheter (flash catheter), neuron select catheter 6f (6f select), non-penumbra sheath, and a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the flash catheter through the sheath over a guidewire and into left lung. After removing thrombus in the left lung, the physician decided to advance the flash catheter over to the right pulmonary artery but experienced resistance advancing the flash catheter and 6f select to the right side. Therefore, the flash catheter, 6f select, and sheath were removed. The physician then placed a new sheath and then advanced a new non-penumbra catheter into the right pulmonary artery; however, it was noted that the same resistance was encountered. The physician removed thrombus in the right pulmonary artery using the non-penumbra catheter and then went back into the left side to remove more clot and completed the procedure. The following day, it was reported the patient experienced pulmonary hemorrhage on the left side. There was no intervention done and the patient was discharged.